Manufacturer narrative:
The stimwave clinical representative (cr) stated that the implanting clinician verified using ultrasound that the device had not migrated. Following revision on (B)(6) 2020, the patient experienced loss of therapy again. The patient noted to the implanting clinician and the clinical representative that there were times where no therapy was received, and at times, a shock stimulation was felt a total of 5-6 shocks for 6 days. The implanting clinician and the cr met with the patient and confirmed again via ultrasound that the device had not migrated. The patient's was were verified to be working. On (B)(6) 2020, the patient reached out to the cr and stated receiving stimulation again after approximately two weeks of not receiving therapy. Also, the patient stated that one transmitter causes the shock sensation the other transmitter only works if the antenna is directly on the skin. The loss of therapy/shock was not confirmed/replicated with the available information. There is no evidence that the product did not meet specification. Loss of therapy despite a functioning system is a known potential issue of stimulation therapy. The electrical sensation could have been caused by high programming parameters and/or stimulator placement at the nerve.

Event description:
On (B)(6) 2020, the patient underwent a revision to replace a stimulator due to loss of therapy. The original device was implanted on (B)(6) 2020. The patient received therapy for the first two months following the implant procedure; however, therapy ceased and was unable to be restored until the revision with a new stimulator.